Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had taken the pump snorkeling with them in shallow water. Subsequently, a malfunction alarm occurred. The customer's blood glucose (bg) level ranged from 78 to 250 mg/dl. Reportedly, the customer would obtain manual injections from the local pharmacy to address bgs and utilize as alternate therapy.